Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level to reach 394 mg/dl. To resolve the occlusion issue, the customer changed the cartridge and resumed insulin.